Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory disease and urinary tract infection'), pelvic pain ('pelvic pain') and appendicectomy ('appendectomy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test. The patient's medical history included subchorionic hemorrhage, lower abdominal pain and vomiting. Current weight 158 lbs. Concurrent conditions included chronic pulmonary heart disease, flank pain, bowel wall thickening, leukopenia, uterine mass, ovarian cyst, inflammatory bowel disease, lymphadenitis, constipation, anemia, leukopenia, vaginitis, multigravida, parity 4, menses irregular and endometriosis. Concomitant products included drospirenone from 2016 to 2018, ibuprofen from 2015 to 2018, medroxyprogesterone acetate (depo provera) from 2007 to 2012, metronidazole (flagyl 250) and ondansetron from 2015 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder (",urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient was found to have weight decreased ("weight loss"). In 2015, the patient experienced nausea ("nausea") and the first episode of alopecia ("hair loss"). In 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory disease and urinary tract infection"). On an unknown date, the patient underwent appendicectomy (seriousness criterion medically significant) and experienced colitis ("colitis"), the second episode of vaginal discharge ("vaginal discharge"), the second episode of alopecia ("hair loss"), headache ("headaches") and complication of device removal ("he had a hard time removing the essure. Fibroids came from the essure."). The patient was treated with ciprofloxacin betain (cipro) and surgery (bilateral salpingectomy and surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, pelvic pain, appendicectomy, colitis, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, the last episode of vaginal discharge, the last episode of alopecia, headache, nausea, weight decreased, vaginal haemorrhage, female sexual dysfunction, urinary tract infection and migraine had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, appendicectomy, back pain, bladder disorder, colitis, complication of device removal, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of alopecia, the first episode of vaginal discharge, the second episode of alopecia and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder problems ,urinary problems., vaginal discharge , hair loss ,headaches, nausea, weight loss, colitis, appendectomy. Discrepancy noted in essure insertion date, it was given (B)(6) 2018 initially, but in current pfs (B)(6) 2018 was given current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Pregnancy test - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2017: tvus- shows no fibroids, collapsing cyst on right ovary with some free fluid but otherwise normal in appearance. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, back pain, abdominal pain, colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs & mr received: new events vaginal bleeding, apareunia, hair loss, pid, migraines, vaginal discharge, weight loss, she did not undergo an essure confirmation test, complication of device removal were added. Updated outcome of events vaginal bleeding, pid, vaginal discharge and migraines to recovered/resolved. Reporters, lab data, medical history concomitant condition and drugs were added. Inicident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and appendicectomy ('appendectomy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("colitis"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder (",urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"), underwent appendicectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, appendicectomy, colitis, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, alopecia, headache, nausea and weight decreased had resolved. The reporter considered abdominal pain, alopecia, appendicectomy, back pain, bladder disorder, colitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder problems, urinary problems., vaginal discharge, hair loss, headaches, nausea, weight loss, colitis, appendectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: patient demography was added. Previously added ¿injury¿ was replaced with ¿ pelvic pain¿. New events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), back pain, bladder problems ,urinary problems, vaginal discharge, hair loss ,headaches, nausea, weight loss, colitis, appendectomy" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.